Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead was explanted and replaced due to impedances >2500 ohms.

Manufacturer narrative:
(B)(6) 2018 - we received a device evaluation. Upon receipt, the lead under complaint was found cut approx. 10 cm distal to the is-1 connector pin into 2 segments. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead fragments. The insulation was however intact. Furthermore massive calcified tissue was noted in particular around the lead tip. After removing these tissue residuals, the electrical analysis of the lead fragments was performed by measuring the dc resistances of the conductor fragments. No peculiarities were found. Thus it should be considered that the calcification led to an increased pacing impedance. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.